Manufacturer narrative:
The main component of the system, other applicable components are: product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) who was implanted with a neurostimulator. It was reported that the extension wire feels tight on the left side without motion and the patient can see it under her neck. The patient also feels she may not be getting optimal therapy/symptom control. It is unknown if any medical/surgical interventions took place; the patient has an appointment on (B)(6) 2016. Additional information has been requested regarding the cause, troubleshooting, actions/interventions, and outcome, but it was not available at the time of this report. If additional information is received, the event will be updated. Additional information was received from a health care provider (hcp) and a patient. It was reported by the hcp that there was never a lack of therapy. The patient was in the hcp office on (B)(6) 2016 which was 5 weeks status post lead extension and pulse generator exploration and revision for complaints of left side tension along the lead extension and complaints of the implantable neurostimulator (ins) migrating. The patient had a lot of somatic complaints including a complaint that the right ins had migrated downward. The patient later denied having this complaint when asked about it and was no longer concerned about the ins position; the hcp confirmed the ins was in the intended location. Following the procedure 5 weeks ago, the patient reported to the hcp that it "worked great for the first 2 hours, then the wire, all of a sudden, felt tight again"; the patient was concerned that the wires were not straight and that she could feel kinks in it. The hcp palpated the region that the patient identified and indicated that the patient was feeling tiny variations in the scar tissue sleeve that surrounds the lead extension. To confirm the hcps diagnosis, an x-ray was performed and confirmed the extensions running straight with no issues. It was also noted that the strain relief bends that were placed in the extension at the ins site are present and visible. No additional interventions will take place regarding the extension tension. The hcp also noted that patient was calm but slightly anxious. Please see report number 3004209178-2016-08890.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.